Manufacturer narrative:
This report is being filed to provide additional information in f.7, f.10, f.11, f.14, h.3, h.6 andh.10.investigation: one filter from the collection set was returned for evaluation.the leukoreduction filter was tested for flow rate. A slow flow rate of 6 ml/min was noted.the filter was disassembled and rinsed with normal saline and confirmed that anomalies such asdetached or misaligned membranes were not observed in the filter. The number of filtermembranes used for the filter conformed to the specification. It was observed the appearanceof filter membranes. Residual blood, which had not been rinsed, was locally observed in all filtermembranes.the filter was connected in the right direction and no anomalies such as clogging and kinkwere observed in the line.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.it was confirmed that we had not received similar complaints from any other customers as of (B)(6) 2019, shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.root cause: with regard to the returned sample, normal saline flowed through the filterslowly and the second filter membrane from the inflow side (i.e. The first one of the mainmembranes with minute pores) of the filter was entirely dyed dark with toluidine blue;therefore, occlusion may have occurred in the filter. Residual blood was locally observed in allfilter membranes and we inferred that occlusion had locally occurred. Hence, blood may havebeen filtered by the filter area which was smaller than usual and the linear speed (flow rate perunit area) increased and consequently leukocyte leakage occurred. In this case, the extensionof filtration time is likely to occur concurrently. From the previously-reported similar incidents, itwas inferred the clogged components were aggregated platelets. We deem that plateletswhich were activated and aggregated for some reason were trapped by the filter.per the manufacturer, in regard to occlusion by blood aggregates, fully agitate the donationbag after collection in order to reduce the risk of formation of aggregation. In addition, toreduce the risk of slow blood flow, the bag should be fully agitated before the start of filtrationto evenly disperse the separated blood components.

Manufacturer narrative:
(B)(4). Exemption number: e2015056. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting return of the whole blood collection set for evaluation.